Event description:
Ultra site valves blue and sinks in when saline flush is applied causing the PICC line to be exposed to air. Dates of use: one days in 2007. Diagnosis or reason for use: PICC line. Route: other.